Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the connecting tube was snaking; bending section cover had discoloration; adhesive around light guide lens was peeled; distal end, connecting tube, switch 1, and universal cord had a scratch; connecting tube had a dent and discoloration; control unit had discoloration; paint on air/water cylinder was peeled; and suction cylinder was shaved. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due of wear of angle wire, the play of up/down knob is out of the standard value. Due to deformation of the bending tube, the connection between the bending section and connecting tube is not secured. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. It was unknown if there was any delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope with the detergent solution. The customer wiped/brushed the distal end and air/water nozzle with clean lint-free cloths, brushes and sponges. The customer flushed the air/water nozzle with water, air and detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had malfunction of the angle play and malfunction of the insertion soft tube. There were no reports of patient harm. The device was returned and evaluated; the nozzle and plastic distal end cover had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.